Manufacturer narrative:
No service was requested, the user facility performed their own repair and reportedly replaced the standby valve. The compressor was then tested and cleared for use. The replaced part was not returned for investigation. Based on prior investigations, the most probable cause of this failure is a leakage in the standby valve resulting in wrong pressure measurement. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. However, the root cause cannot be determined without investigation of the replaced standby valve.

Event description:
It was reported that the compressor unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).